Event description:
It was reported that stent migration occurred. A 16x90mm, 100cm vici stent system was selected for use for a bilateral venous stenting procedure. The stent was implanted in the right common iliac vein and extended through the compressed areas in the right external iliac vein. Post-implant, the vici stent migrated to the upper inferior vena cava (ivc). The physician had bilateral femoral access, and maintained wire access of the right side to cross, inflate, drag and hold a 18x60 xxl balloon inside the stent to reposition the stent back to the target site. An additional 16x120mm, 100cm vici stent was placed through bilateral access, in the lower ivc / left common iliac vein, parallel to the migrated 16x90mm, 100cm vici on the right side. Providing wall opposition of both stents in the ivc and extending through the compression site on the right side, the physician overlapped and extended the 16x90mm, 100cm vici stent with an additional 16x60mm vici stent in the distal right external iliac vein. Venography and ivus confirmed the stents were positioned well. The end result was successful and the procedure was completed. There were no patient complications. It was further reported that the issue occurred on the patient left side, not right side as initially reported. The lesion was imaged prior to stenting via contrast media and intravascular ultrasound. The physician selected the stent size, based on measurements obtained during imaging. The healthy landing zone in the common iliac vein was at 14.9 min and 15.1 max diameters. Landing zones were identified in the common iliac vein and the distal (from the access site of the common femoral vein) external iliac vein. Additionally, the migration was reported to have occurred within approximately one minute after implant. Patient was noted to be stable and non-affected by the migration.

Manufacturer narrative:
B5: describe event or problem: correction of patient anatomy location is included in this section. Event occurred on the patient left side, not right side as initially reported.

Event description:
It was reported that stent migration occurred. A 16x90mm, 100cm vici stent system was selected for use for a bilateral venous stenting procedure. The stent was implanted in the right common iliac vein and extended through the compressed areas in the right external iliac vein. Post-implant, the vici stent migrated to the upper inferior vena cava (ivc). The physician had bilateral femoral access, and maintained wire access of the right side to cross, inflate, drag and hold a 18x60 xxl balloon inside the stent to reposition the stent back to the target site. An additional 16x120mm, 100cm vici stent was placed through bilateral access, in the lower ivc / left common iliac vein, parallel to the migrated 16x90mm, 100cm vici on the right side. Providing wall opposition of both stents in the ivc and extending through the compression site on the right side, the physician overlapped and extended the 16x90mm, 100cm vici stent with an additional 16x60mm vici stent in the distal right external iliac vein. Venography and ivus confirmed the stents were positioned well. The end result was successful and the procedure was completed. There were no patient complications.